Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-09 (B)(4) (rep): information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that upon impedance check, possible short on electrodes 0 and 8. The rep reprogrammed around those electrodes. Issue not resolved at this time. No further complications were reported/ anticipated.